Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when tested on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es result meets potential health and safety criteria and is reportable. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4340 performance issue is not a likely contributor to the event. Acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor. As the customer is not following the collection device manufacturers recommendations for sample preparation, pre-analytical sample processing could not be ruled out as a contributing factor. Cellular debris, due to poor sample preparation was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4340. As standard of care, blood thinners including anti-coagulation and anti-platelet treatments are often given to patients suspected for acute mi to prevent additional myocardial injury and to improve patient outcomes. The acute side effects of these type of medications include allergic reactions to the medicine and/or abnormal bleeding, but these type of medications are normally well-tolerated and serious adverse events are rare. Other medications this patient received might include anti-ischemic treatment and pain control. In this case, the medications should be stopped once the normal troponin results was confirmed, if the patient did not have other indications for the treatment, the patient was likely only exposed to the medications for a short period of time. If this patient did not experience serious acute side effects to the treatment during hospitalization, long term serious health impact due to this short term exposure is not anticipated. Email address for contact office is (B)(4).

Event description:
A customer reported a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.274 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory and the patient was administered with blood thinners. As per a previous medical consultation from an ortho medical safety officer, long term serious health impact due to this short term exposure is not anticipated. A corrected report was later issued for the affected sample. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).